Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Additional findings of proximal conductor distorted, blood in/on helix mechanism and apparent explant damage. Full lead returned and analyzed.

Event description:
It was reported that the lead exhibited a loss of capture. The lead had dislodged, and the physician felt that the helix would not retract or extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.